Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from the field and a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The following sections of this report have been corrected: h.6 impact code (from 4641 to 2199) clinical code (from 4440 to 4582). After additional review of the information provided from the field the thrombosis previously reported in the initial report 2015691-2023-18226 was determined to be unrelated to this reported device. The information provided seems to indicates the thrombosis occurred on the treatment stent. The event reported (liner delamination) is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Per evaluation of the returned device the sheath liner was fully delaminated. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case the sheath liner delamination was confirmed. Investigation results suggest/indicate procedural factors (residual liquid in balloon, excessive manipulation) may have caused or contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2023-18224. The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in france, regarding a 29mm sapien 3 transcatheter heart valve implant in aortic position by transfemoral approach during the procedure, once the valve was deployed, the 29mm commander delivery system balloon could not been deflated completely. The approximate time of deflation was 10 seconds. Therefore, difficulties removing the catheter through the 16f esheath were encountered and the introducer was damaged. The commander delivery system was removed from the patient with the esheath. During removal of the esheath, the common femoral artery got perforated. An intervention by vascular surgeons on the femoral artery was necessary. Despite the placement of a stent, there was thrombosis of the artery requiring thromboaspiration. The patient was transferred to intensive cardiology care and his vital prognosis was compromised. Approximately two weeks post procedure, the patient was fine.